Manufacturer narrative:
Multiple verbal and written attempts to obtain patient and other additional information relating to this adverse event were unsuccessful. Endogastric solutions was subsequently notified the patient had passed away on an unknown date. No additional information was provided by the physician nor the medical facility; thus, it is unknown if the patient death was related to the initial adverse event.

Manufacturer narrative:
The physician is not alleging a device malfunction causing or contributing to the serious adverse event. No issues were reported by the physician or the endogastric solutions representative during the tif procedure or post-procedure egd. No further information has been provided to egs as of the date of this report. A follow-up report will be submitted if more information is obtained.

Event description:
A patient was admitted to the hospital the day after a successful hiatal hernia repair + tif procedure. The patient was diagnosed with an esophageal perforation and was septic. A drain was placed in an unknown location during treatment.